Event description:
It was reported that during a ureteroscopy holmium laser lithotripsy for ureteral stones procedure, a sudden noise occurred from the holmium laser, and light leakage was observed from the flexible ureteroscope. The device was found to be broken, with a breakage length of approximately 50 cm. After replacing it, the case was completed. No information regarding the patient was provided.